Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer has tried with different batteries and a new battery cap but the pump gives failed battery test and the alarm cannot be cleared. No further details given.

Manufacturer narrative:
Pump passe idle current test, run current test, self test, off no power test and displacement test. No unexpected low battery alarm or failed battery test alarm noted.